Event description:
Implants 2004 - 2007 debilitating neck pain, insomnia started. Insomnia continues for 10+ yrs; in 2009, diagnosed with psoriatic arthritis, 2014 - vitamin d deficiency discovered at rheumatologist at quarterly bloodwork testing. In 2016 diagnosed with melanoma and had it removed. In 2017, rapid weight gain, didn't change with strict diet and increased working out. Increased urination frequency. Often urinating 15+ times per day. Ongoing infections - usually sinusitis and bronchitis, had straight for 3 months despite antibiotics. Fatigue and exhaustion; unexplained skin rashes. In 2018, continued and increased anxiety. Exhaustion debilitating, couldn't get through a day without napping and going to bed early. Joint pain worsened where just laying in bed hurt. Muscle fatigue worsened. Brain fog, cognitive problems. In (B)(6) 2018. Diagnosed with hypothyroid, low testosterone and vitamin d deficiency worsened, and vitamin b deficiency. In (B)(6) 2018, diagnosed with stage 3 adrenal fatigue, candida and bacteria imbalance, "leaky gut". In (B)(6) 2018, iron deficiency. Iron saturation at 17%.